Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured while bringing the device back to the arteriotomy. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was opened in sterile field. The product was stored as per labeling. The deployer was mynx certified. A non cordis sheath introducer was used. The femoral vessel¿s suitability was verified on angiography, including confirmation of the insertion angle. The device was used in an arterial vessel. The vessel diameter was not verified to be =5 mm. There was no visible damage to the distal end of the sheath after removal. One non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was found exposed. The sealant sleeve was partially retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation test attempt was performed to evaluate balloon functionality. During this evaluation, a longitudinal tear was found in the balloon. A high-magnification microscopic evaluation was conducted on the balloon. This analysis confirmed the presence of a longitudinal tear. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device. During inflation/deflation testing a longitudinal tear was observed on the balloon which impeded proper inflation and deflation of the balloon of the returned device. High-magnification microscopic evaluation confirmed the presence of a longitudinal tear. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the rupture experienced by the customer. However, handling factors are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured while bringing the device back to the arteriotomy. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was opened in sterile field. The product was stored as per labeling. The deployer was mynx certified. A non-cordis sheath introducer was used. The femoral vessel¿s suitability was verified on angiography, including confirmation of the insertion angle. The device was used in an arterial vessel. The vessel diameter was not verified to be =5 mm. There was no visible damage to the distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.